Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic bowel procedure, the surgeon fired the stapler across tissue. When the stapler was opened, the cartridge fell out. The surgeon says there were some malformed staples but hemostasis was good and the knife fired properly. The surgeon/ nurse did not remember if they checked the staple cartridge prior to firing. The surgeon placed ligating clip on one area. There were no adverse consequences for the patient. (B)(4)